Manufacturer narrative:
(B)(4).

Event description:
Patient reports she had right knee replacement on (B)(6) 2015 and since then she was not getting relief from the therapy and had to catheter. The patient feels stimulation and the therapy was on. The situation was not resolved. It was confirmed therapy was on and setting was program 2 at 1.4 volts. The patient feels stimulation but not all the time. Patient states during her knee surgery she had spinal and nerve block. It was recommend that the patient contact hcp (healthcare provider) regarding return of symptoms. It was later reported by the patient that their neurostimulator was working well now. They changed the program to program 4 at 1.5 power and the patient also reduced their pain medicine amount. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.